Manufacturer narrative:
The carrying system holder is an option and part of the oxylog ve300 system that attaches the oxylog ve300 along with its carrying system and an oxygen cylinder to a wall or any horizontal surface in hospitals, vehicles, and on ships. In the reported event the oxylog ve300 ventilator became detached from the wall-mounted carrying system holder. This was because an axis was missing from the attachment mechanism on the bottom of the device. The missing axis meant that the device was not firmly latched into the carrying system holder. No patient or user was injured in the reported case. However, due to the weight of the device, it is not possible to rule out the risk of injury if the incident were to recur. According to our assessment, the risk of other oxylog ve300 falling from the carrying system holder cannot be ruled out in devices affected. For this reason, a fsca was initiated, which includes a design change of the axes and the replacement of the axes in all affected devices. Only devices are affected that contain a design which was introduced into the market in the second half of 2019. The new type of axes will be implemented in all affected devices by end of october 2020. This implementation has already been done for the affected device of the customer concerned. All users of potentially affected oxylog ve300 ventilators with optional carrying system holders will be informed about the identified risk with a field safety notice until february 20th, 2020.

Event description:
It was reported by user facility: "the device fell out of its wall-mounted carrying system holder while the ambulance car was in movement. One of the axis was missing from the attachment mechanism on the bottom of the device. The device was correctly attached and had been hanging there since the installation on (B)(6) 2020 and was not used."

Event description:
Please refer to the initial report.

Manufacturer narrative:
The device that was reported in this case is not available on the us market. Therefore the initial report to FDA was not required.